Event description:
The tibial tray impactor tip broke at the point where the tip connects to the impactor handle.

Manufacturer narrative:
The tibial tray impactor tip broke at the point where the tip connects to the impactor handle. The surgeon was able to remove the broken component from the impactor handle and proceed with surgery. There was no adverse impact to the pt.